Event description:
Patient describes gradual onset of pain (rt. Femur distal). Saw surgeon on (B)(6) 2013.

Manufacturer narrative:
Evaluation summary: the reported event that the plate broke could be confirmed since the returned device matches the reported failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. X-rays were reviewed by the clinical expert result is as follows, in the course if time (no data submitted) the axsos plate is broken in the area of the fracture site resulting in slight varus displacement assumedly caused by long term overloading prior to bone consolidation. Therefore this case could be classified as user related. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
Patient describes gradual onset of pain (rt.femur distal). Saw surgeon on (B)(6) 2013.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.